Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. Predilation was performed with a 2.5x15mm non-bsc balloon catheter. A 2.50 x 16mm synergy ii drug-eluting stent was advanced for treatment; however, the distal tip got caught at the calcification of the lesion, and it was difficult to advance. After attempts to advance, the device was removed and it was noted that the distal part of the stent strut was lifted. The procedure was completed with a non-bsc device. No patient complications were reported.